Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira. Imp.#(B)(4).

Event description:
The event was reported by a customer from USA: "I was contacted via text and voicemail that the account now has 3 broken ac power supplies in the last 24 hours. The second occurrence resulted in a staff member being shocked. The account will not supply me any further detail until they complete their internal incident reports and quality assurance measures. They are reporting to medwatch. Ac power supply quarantined. Account will not supply further details until their internal investigation is completed and report filed with medwatch. Delay in therapy: unknown. Need for medical intervention: unknown. Serious injury or death: no. Human harm: yes. Details: the second occurrence resulted in a staff member being shocked. Nurse was shocked. Details of the extent not yet provided."